Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicm5_13.2, -6.50 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a different diopter lens. This exchange resolved the problem. Patient and surgeon are happy. Cause of event was reported as user error, refraction was caused through a wrong calculation measurement and miscalculation through the doctor.

Manufacturer narrative:
Additional information: the lens was exchanged due to a reported refractive surprise. User facility checked in error. Device evaluation: the lens was returned in liquid in a lens case/vial. Visual inspection found that the haptic was broken. Length measurement and functional inspection found the lens to be within specifications. (B)(4).

Manufacturer narrative:
Additional information : work order search was performed and no additional similar complaint type events within associated lots were found. (B)(4).